Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Total hip arthroplasty was done with accolade stem and trident cup. After that, dislocation occurred many times due to poor positioning of the cup and a revision surgery was performed.